Event description:
It was reported that during testing conducted at the manufacturer foreign subsidiary, the es6 sagittal saw caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The tech determined that the sag motor and potted trigger failed, which were identified as the primary faults found and likely primary root causes of the reported event. Device evaluated by a stryker foreign subsidiary.